Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Mobile view station (mvs) was plugged into working outlet and the umbilical cable was connected. Image acquisition system (ias) was not receiving power at one of the fuses. Power at viewing station board to image acquisition system (ias) 115 vac. Umbilical cable was found to be the cause of the issue. Umbilical cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, a critical battery error was displayed on image acquisition system (ias) of imaging system. The system was charged regularly. Rebooting the system and unplugging/reseating the umbilical cable did not resolve the issue. When the system was plugged into multiple working outlets, the battery level indicator did not scroll. There was no patient present at the time of the issue.